Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing set came apart at the y-site.

Manufacturer narrative:
One used sample was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the most distal y-site. No other defects or abnormalities were observed. Visual inspection under a microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the probable root cause was related to lack of solvent due to an incorrect insertion of the tubing in the solvent dispenser by the assembler. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.